Manufacturer narrative:
The exact date of when the reported unexpected post-op refraction was observed was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary surgical procedure from the left eye of a (B)(6) female patient, because of unexpected post operative refraction. The account commented that there was no product or patient issue. The symptoms were interring with the patient's ability to drive. No incision enlargement, no vitrectomy was performed, no sutures used and no patient injury post-op was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of complaints was performed on aug-25-2017. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.